Manufacturer narrative:
The device evaluation was completed on 23-may-2023. It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and an irrigation inadequate sheath issue occurred. The device was returned to biosense webster (bwi) for evaluation. Visual inspection, irrigation test, and a fourier-transformed infrared spectroscopy (ftir) study of the returned device were performed following bwi procedures. Visual analysis of the returned device revealed that no damage or anomalies were observed on the vizigo sheath. An irrigation test was performed, a syringe was connected to the stopcock of the device, and irrigation was attempted; however, a blockage of the irrigation feature was detected. A guidewire was introduced inside the hub and a blockage in this area was detected, the hub was cut and a fourier-transformed infrared spectroscopy [ftir] was performed on the material occluding the irrigation feature and revealed that this material is methacrylate base material, presumably an adhesive. Due to this finding, a supplier manufacturing investigation was required. The supplier manufacturing investigation concluded as follows: it was confirmed that the failure mode involved a blockage of the stopcock tubing. Subsequently, an internal corrective action has been opened to investigate the occluded luer hub complaints. Therefore, it was concluded that this issue is manufacturing-related. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The instruction for use (IFU) states that ¿before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli¿ and ¿flush and maintain continuous saline¿. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on (B)(6). The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and an irrigation inadequate sheath issue occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath - small could not flush due to blockage. Timing of occurrence of complaint was during the case. Since it will interfere with the case, it was replaced with a new one and it was resolved. The procedure was completed without patient's consequence. Additional information was received on 27-dec-2022. There was no damage on sheath/dilator due to the obstructed sheath. The issue was discovered during the procedure. The irrigation was not partially or completely blocked. There was no material causing the obstruction. The event was assessed as not MDR reportable for an obstructed sheath issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Additional information was received on 12-jan-2023. The sheath was being used on the patient when the issue was discovered, after that the catheter was replaced. The additional information stating that the sheath was being used on the patient when this issue occurred was reassessed to a MDR reportable irrigation inadequate -sheath issue. The awareness date for this reportable issue is 12-jan-2023.